Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device had foreign material in the connector and indicated a set screw with a rounded socket. The returned device indicated a damaged grommet and another grommet issue.

Event description:
It was reported that during the implant procedure, there was a right ventricular (rv) setscrew malfunction on the header of the implantable pulse generator (ipg). The setscrew of the rv lead could not be tightened completely as the wrench did not make the characteristic sound upon tightening of the setscrew. As the physician was unable to ascertain that the setscrew was tightened correctly, the ipg was replaced with a different ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.